Event description:
The customer reported to customer service that her breast pump has low suction and her lactation consultant diagnosed her with a mastitis infection adn requested her to apply head compresses to breast and take an herbal pill. The lactation consultant also recommended using the pump in style breast pump for her breastfeeding needs.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(6) 2014. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time."mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is high among women who have breastfed previously, especially those with a history or mastitis." (Riordan & wamback, 4th ed. P. 294: breastfeeding and human lactation). It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).